Event description:
Age at time of event: adult. Report 1 of 2. The customer contact reported that while operating on battery power, the device powered off by itself without sounding an audible alarm tone. On an unspecified date and time, the pump was programmed to deliver an unspecified concentration of dilaudid, in the continuous mode, for a duration of 7 days, and the delivery was started. No specific programming parameters were provided. The customer contact reported on (B)(6) 2009 at an unspecified time, the device powered off by itself. No audible alarm was reported prior to the power loss. The nurse was able to power on the device and the therapy was resumed. There were no reported adverse pt effects and no delays of therapy critical to this patient. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device passed testing by appropriately sounding an alarm tone when a power loss was induced. The history was downloaded at the mfg facility. A review of the history shows the programming as described by the customer. There were no power loss alarms indicated in this history on the day of the reported event. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).